Manufacturer narrative:
No conclusion code available. The field experience of premature battery depletion was verified in the laboratory. High current drain was found during laboratory testing, which caused the premature battery depletion. The high current was traced to the vcc3 node on the hybrid.

Manufacturer narrative:
(B)(4)

Event description:
During follow-up, the device displayed early elective replacement indicator (eri). Premature battery depletion is suspected. The device was explanted and replaced and the patient was stable.